Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device has been received by zimmer biomet. A follow up/final report will be submitted once the investigation is complete. Not yet evaluated.

Event description:
It was reported that during the surgery, there was liquid leaking from the battery. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Results code represents the battery leakage. This medwatch is being filed to relay additional information. Review of the device history record for 00515048201, lot number z000008454, identified no relevant deviations or anomalies. Product examination found that there was leakage from one of the batteries. Some of the battery contacts were badly corroded. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.